Manufacturer narrative:
The device was not returned for evaluation, so the alleged failure of the bed rail dropping was not able to be verified. Replacement rails were sent out to the dealer. No injury alleged. The dealer advised that any slight movement to the rail would cause the pin to drop the right rail down to the floor. Should additional information become available, a supplemental record will be filed.

Event description:
The right foot end of the bed rail that attaches to the frame top and bottom of the tube was flaring out causing bed rail to drop to the floor. Any slight movement of the rail will cause the pin to drop the right rail down to the floor.